Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed incoming functionality testing. The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to a damaged cable. The from therapy electrode cable was pulled from the strain relief, damaging the pulse wires in the cable. The root cause for the strained cable could not be positively identified but was likely excessive force. No adverse event resulted form the open wires. The last patient to use this electrode belt did not report any deficiencies.